Manufacturer narrative:
On 9-mar-2021, the investigation on the suspected medical device was completed. Investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-feb-2021, mentor received additional information regarding the replacement devices. The devices are two 325cc mentor memorygel breast implant prostheses (catalog #: 3503251bc, left serial #: (B)(6), right serial #: (B)(6)). On 16-feb-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 375cc mentor memorygel breast implant prostheses and experienced postoperative bilateral cutaneous contour deformity and breast pain, and left-sided rupture and device migration. The patient noticed something different about her left-side implant a couple of days before she reached out to mentor. The patient stated that the left implant felt like pulling towards bottom and left. The patient suspected rupture or gel leak. The patient had a consultation with a healthcare professional on (B)(6) 2020, and MRI was performed on (B)(6) 2020. The MRI result indicated left-sided rupture. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses on (B)(6) 2021. The catalog number of the replacement devices is either 3503501bc or 3503251bc. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.